Manufacturer narrative:
Isi received the replaced universal surgical manipulator (usm) arm for failure analysis. The usm arm was tested on an in-house system in normal mode and there was no error fault triggered. Investigation identified friction on the degree of freedom (dof) 9 gearbox.the dof 9 gearbox on the usm arm was replaced to resolve this issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm3 to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the endoscope had an engagement failure on arm3. The led on arm3 was amber. The customer found one disc on the carriage was sinking and failed to return to normal after pressing the disc many times. The customer proceeded to perform the procedure without arm3. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using 3 arms. There was no injury to the patient.